Event description:
It was reported by the affiliate that during a gastrectomy, the staples did not close properly when the instrument was fired. After changing the cartirdge, the same problem persisted. The case was completed with a like device with no pt consequence.